Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported on (B)(6) 2004, patient was pre-operatively diagnosed with lumbar stenosis and underwent l4-l5 decompression and exploration, posterior lumber interbody fusion using rh-bmp2/acs. Patient alleges unspecified injury due to the use of rh-bmp2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.